Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced. No goods have been received for investigation. Evaluation of the received device logs can confirm the reported event. The failed flow transducer test was caused by a low wall gas pressure during pre-use check. There was several alarms for low o2 concentration that were caused by low ventilation volumes that caused the o2 concentration measurement to be slow, when big o2 concentration changes was done. The low o2 concentration alarm was reset after some minutes, when the o2 concentration was stabilized around the set value. There was also several alarms regarding high o2 concentration, where a hypothetic scenario is oscillations in the oxygen gas module causing the oxygen concentration to be higher than set. The most probable cause of the given alarms is traced to the interaction of several parts within the o2 gas module, where it has been concluded that the solenoid has a contributing effect to these behaviors. As no goods were returned for investigation the cause of the reported failure could not be determined.

Event description:
Manufacturer reference # (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check and that the o2 concentration intermittently increased. There was no patient involvement. Manufacturer reference # (B)(4).